Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the customer's battery was found to be depleted. The battery was found to be 12 years old and review of the logs indicated that the device may have been stored without the battery or the pads attached. The surepower battery operator's guide warns against storing fully depleted batteries and against storing fully charged batteries in excess of 90 days. The battery was replaced to resolve the report and the device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.